Event description:
During a robotic tlh, the needle broke in half during the cuff closure. A second package was opened. The surgeon was unable to remove the broken tip of the needle from the patient. The needle still remains in the patient.

Manufacturer narrative:
The actual product involved with the incident reported will not be returned. Method, results, conclusions: the actual device will not be returned. No product evaluation can be performed. Without the finished good lot number it is not certain if there were any quality issues against the needle component or the lot. However, a record review was performed for the finished goods lots purchased during the past six months for this item. (B)(4) device history records were reviewed. There were no non conformances issued for these lots nor suture component lots. Needle supplier which is our customer as well was contacted to verify if there were any quality issues related to these needle batches. As of the day of this report, no information has been received from supplier. Reference: (B)(4), (ethicon's complaint #(B)(4)); item #sxmd1b406 stratafix spiral pga-pcl knotless tissue control device; sh 0 monoderm 20cm, lot unknown.